Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On (B)(6) 2012 a sonogram and CT scan were done in an effort to determine the cause of her pain. The diagnostic imaging revealed that one of essure coils had migrated and perforated her fallopian tube. On (B)(6) 2012, hysterectomy was done to remove essure. Follow up 28-jun-2016: quality-safety evaluation of ptc. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had migrated and perforated her fallopian tube. She underwent a hysterectomy to remove essure, approximately 1 year after its insertion. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact date of the perforation is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of essure coils had migrated and perforated her fallopian tube/essure coil perforating through the right fallopian tube'), embedded device ('a metal coil is embedded within the lumen of the proximal half of the fallopian tube/essure coil burrowing into the serosa and myometrium of the right cornua'), device breakage ('fragmented metal coil submitted in three separate pieces'), uterine inflammation ('adjacent chronic inflammation of myometrium') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and discomfort, embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy, excision of intact essure coil bilaterally). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, embedded device, device breakage, uterine inflammation, endometritis, back pain, menorrhagia, abdominal distension and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, device breakage, embedded device, endometritis, fallopian tube perforation, menorrhagia and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, endometritis, uterine inflammation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of essure coils had migrated and perforated her fallopian tube/essure coil perforating through the right fallopian tube'), embedded device ('a metal coil is embedded within the lumen of the proximal half of the fallopian tube/essure coil burrowing into the serosa and myometrium of the right cornua'), device breakage ('fragmented metal coil submitted in three separate pieces'), myometritis ('adjacent chronic inflammation of myometrium') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and discomfort, embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myometritis (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy, excision of intact essure coil bilaterally). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, embedded device, device breakage, myometritis, endometritis, back pain, menorrhagia, abdominal distension and abnormal weight gain outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, device breakage, embedded device, endometritis, fallopian tube perforation, menorrhagia and myometritis to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, endometritis, myometritis. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information, product indication added. Events: coil is embedded within the lumen of the proximal half of the fallopian tube, fragmented metal coil, endometritis, myometritis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.